Event description:
It was reported that the patient underwent a procedure with this rezum, due to burning with urination, urinary urgency and urinary frequency. The procedure relieved the symptoms, but approximately 7 weeks after the procedure, the patient started feeling the same as he was feeling before the procedure. The patient went to see a physician who performed a cystoscopy and urinalysis. The physician prescribed oral antibiotics, gemtesa, and an anti-inflammatory. The physician advised the patient that it could be some type of prednisone. The physician also told the patient that his prostate was growing back. At last, the physician discussed with the patient about doing another rezum procedure, or another procedure. It was noted that the patient symptoms are ongoing. There were no further patient complications.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.